Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the tgi (tower generator interface) pcb and the collimator pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system experienced a table error during a case. The system performed as expected after reboot. There was no report of pt injury.